Manufacturer narrative:
(B)(4). Batch # t5az5l. Additional information was requested, and the following was obtained: can you please clarify this event of "the cartridge leg comes out "? Did the staples protrude or come out of their pockets? Was there any patient consequence? No information. Device analysis: the analysis results found that a sr75 reload was received with no apparent damage. The reload had the knife exposed and the proximal 2 drivers up and the remaining drivers down with staples present and swing tab in the unlocked position. The reload was tested for functionality with the test device. The reload achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. This condition of reload and unformed staples are consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. 2 unformed staples were received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the cartridge leg comes out and requests a replacement.